Event description:
It was reported that the subject device had a cut in cord. The issue was found at receipt inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the device has cut in cord. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
Please see h11 for device investigation results.